Manufacturer narrative:
This event was an accidental operator injury exposure, so immucor recorded the customer site report, but no testing methods were performed by immucor. (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an accidental potentially biohazardous exposure to one of its operators, related to a galileo echo instrument.